Event description:
Discordant advia centaur cp troponin-I ultra results were obtained on a patient sample. The results are run in duplicate and the initial results did not match. The initial results were not reported to the physician. The retested pair did match and those results were reported to the physician. There was no report of patient intervention or adverse health consequences due to the discordant troponin-I ultra results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin-I ultra results was a leaky base pump. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.